Event description:
It was reported the ptm2 not uploading information. The refill date not accurate. Per the reporter this occurred back in (B)(6) 2013 at a refill and there has been another refill since then along with a decouple of the ptm but it was still displaying the refill date in (B)(6) of 2013. Additional information later reported the patient would not be seen by the hcp until the end of (B)(6) to address the issue. The patient had no symptoms, just didn¿t know why the refill date wasn¿t changing. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, lot# n084301, implanted: (B)(6) 2007, product type: accessory. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).